Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the power supply overheat message recorded several times in the error log files. The power supply was replaced. The hard drive health was 83%, so the hard drive was replaced and reimaged.

Event description:
It was reported that the programmer had internal components that were overheating. The programmer has been returned for service. No patient complications have been reported as a result of this event.